Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service found the image had blacked out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, blackout of the endoscope image is likely due to a broken wire or short circuit in the imaging cable, a short circuit caused by cracked tabs on the imaging circuit board, separation of the joint of the imaging circuit board, an abnormal continuity caused by internal water immersion, an abnormal continuity of the connector or cord, connector damage or deformation, or lens damage or contamination. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·inspection of the endoscopic system ·warnings and cautions or precautions" olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the device required repair. The device was returned to service where evaluation found the device image had blacked out. There was no harm or user injury reported due to the event. This report is being submitted for the malfunction found during evaluation.